Event description:
Slipped band. Esophageal spasms. Diffuse esophageal spasms. Nutcracker esophagus. Dysphagia. Esophageal motility disorder. Nausea. Reflux. Severe pain/chronic pain. Mucosal cracks in esophagus. Nerve damage to both shoulders. Dates of use: (B)(6) 2006 - (B)(6) 2008 and (B)(6) 2008 - (B)(6) 2011.